Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable on the mobile power unit (mpu) was loose near the connectors. Also, the battery door was cracked.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the patient cable rubber encasing and battery door was confirmed via evaluation at the european distribution center (edc). Upon visual inspection of the returned mobile power unit (mpu) (s/n: (B)(6)) the rubber encasing of the patient cable was found to be loose around the lemo connectors and the battery door was cracked. The system powered up as intended and passed all tests. The patient cable and battery door were replaced and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviation from manufacturing or qa specifications. Mobile power unit (s/n: (B)(6)) was shipped to the customer on (B)(6) 2017. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.